Event description:
It was reported that customer had a heart attack one year ago due to not getting insulin due to a kinked cannula. It was noted that customer was advised to call help line for malfunction, adverse events and hospitalizations. Customer declined to speak with 24 hour hot line.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.